Manufacturer narrative:
B3: date of event is unknown. G4 is unknown, no product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Reporter phone: (B)(6).

Event description:
It was stated that the ventilator had a continuous flow. The event occurred before patient use.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found no abnormalities on the appearance of the product. Reported event was not reproduced during functional testing. After reconfirming the details of the customer's repair request, it was determined that the customer's request for repair was incorrect. The customer's request was for periodic maintenance inspections. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Device passed all functional and performance tests.